Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. The physician attempted to deploy the device distal to the edge of the ostium of the left subclavian artery but the left subclavian artery was partially, about two-thirds, covered by the partially uncovered stent of the device, and obstruction of blood flow was observed. An additional bare metal stent was placed at the left subclavian artery, and the blood flow was improved. The patient tolerated the procedure.